Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was treated at the hospital due to high blood glucose levels. The reported blood glucose reading was 10 mmol/l. It was also stated that the insulin pump alarmed button error prior to the event, and it was not known whether or not a button was pressed for three minutes or longer. Nothing further was reported.

Manufacturer narrative:
No button response on down arrow button due to corroded keypad traces. No button error alarms noted. Unable to perform functional test including displacement, prime, basic occlusion, occlusion and no delivery tests. The insulin pump had missing end cap sticker.